Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred, and a cartridge alarm occurred during the load sequence. Additionally, a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual correction injection to address bg. The customer removed the o-ring and successfully loaded a cartridge onto the pump to resume insulin therapy.